Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she couldn¿t get the simulation to go on, she was no longer feeling stimulation. The patient connected with her device and verified that stimulation was turned on and she was on group c at 4.7v. The patient stated she didn¿t use stimulation every day and hadn¿t charged the implant in a couple of weeks. The patient noted she had her device reprogrammed the last time she had this issue and found that group c worked best. The patient mentioned that the device was implanted to treat numbness and pain in her legs and feet but the pain in her feet had gotten to be extreme. There were no traumas or falls reported to be related to the issue. The patient tried increasing stimulation but still felt nothing and was adamant that something was wrong with her device. The indication for use was spinal pain. No further complications were anticipated.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient hasn't felt stimulation for 3 weeks. The rep ran an impedance check and was showing >40k ohms and a couple in the 30k range. The rep will discuss with the healthcare provider (hcp). Open circuits were reviewed, as well as imaging to look at if the lead had moved. No further complications were reported.